Event description:
Hp-sparks or flames. A fatal fire occurred in apartment where a child died. Upon the investigators removal of electrical appliances and wiring from the apartment, they discovered the remains of a heating pad that may have been involved as the cause of the fire. Company states the heating pad was manufactured by homedics. We have not confirmed that as of yet, but want to file this MDR to ensure it is filed properly, even though the evidence is still inconclusive. We are still trying to obtain a copy of the fire marshall report to resolve the allegation that the fire may have started in a different area than where the heating pad was found. It may also resolve whether the heating pad was tampered with, to make it contribute to the fire. We will continue to investigate, and send any appropriate updates.